Event description:
It was reported that during a cataract extraction/phacoemulsification case (for a dense lens), the vacuum on the veritas stopped pulling the nuclear fragments to the phaco tip. This was about ¾ of the way through the quadrant removal step of the case. The surgeon switched from a peristaltic setting to a venturi setting and neither provided adequate vacuum for lens removal. After investigating the settings to ensure they were ¿appropriate¿ and matched the settings on the veritas unit in the other operating room (or), the ellips fx handpiece being used for the case was flushed by the surgical tech with balanced salt solution (bss). After the tech flushed the ellips fx phaco handpiece, the tubing was then reconnected and the case resumed without any vacuum difficulty, leading them to believe the issue was with the handpiece being clogged. No patient injury was reported. This report is against the phaco tip. A separate report will filed against the handpiece.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d4: UDI number: UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco handpiece is not an implantable device. Section h3: the phaco tip was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.